Event description:
Canadian home patient (hp) reports patient line of homechoice set became disconnected during fill 2/4 of "apd" treatment. Baxter technician assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention reported by hp.